Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a right partial knee arthroplasty on (B)(6) 2007. Subsequently, patient had a bursa injection on (B)(6) 2008. Patient expired on (B)(6) 2013 due to an unknown reason.